Manufacturer narrative:
A ge service rep performed over-the-phone investigation. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that the system would not produce an image. No pt injury was reported.